Event description:
The pump was returned to animas. Product evaluation revealed contamination under the keypad button contacts. This report is made based on the results of evaluation.

Manufacturer narrative:
This report is made based on the results of evaluation completed on (B)(4) 2011. (B)(6). The keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive contamination was observed under the button contacts.